Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation for the distal femoral fracture. Procedure was completed successfully without any surgical delay. After the surgery, the second screw from distal rfna backed out 2 to 3 cm. The surgeon will follow up the patient because bone union has not been achieved yet. The patient complained of slight pain and the surgeon explained to patient that back-out can occur with any implant. The patient is stable now. No further information is available. This report is for one (1) unk - screws: nail distal locking. This is report 1 of 1 for complaint (B)(4).